Manufacturer narrative:
(B)(4); (B)(6). A manufacturing record evaluation was performed for the finished device#: (B)(4); (B)(4) number, and no non-conformances were identified. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent perineal lateral incision repair on (B)(6) 2020, and suture was used. During the procedure, the suture broke during sewing wound in surgery. Changed to another device to complete the surgery. There were no adverse patient consequences reported.